Manufacturer narrative:
The scratches on the tracheal cuff and leak would cause the cuff to deflate. This would cause the pressure to decrease and prevent patient from being ventilated. The interruption in therapy caused the patient to be re-intubated complaint was considered confirmed based on visual evidence provided by customer. A 24 month review was conducted and 2 additional complaints were identified related to this issue however no trend was observed. The lot number was provided and the vendor completed an investigation of the incident. The vendor was unable to determine a root cause based on retained samples and a DHR investigation. This incident was not identified as an increasing trend. No further action to be taken.

Event description:
Multiple scratches were found on the tracheal cuff.  After checking cuff pressure, tube was intubated into the patient, and the patient was immediately extubated because he was unable to ventilate.

Manufacturer narrative:
The scratches on the tracheal cuff and leak would cause the cuff to deflate. This would cause the pressure to decrease and prevent patient from being ventilated. The interruption in therapy caused the patient to be re-intubated

Event description:
Multiple scratches were found on the tracheal cuff.  After checking cuff pressure, tube was intubated into the patient, and the patient was immediately extubated because he was unable to ventilate.